Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 46188un23 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any related trends regarding commonalities and issue. Device history record review performed on lot 46188un23 did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the calcium lot 46188un23 was identified.

Event description:
The customer reported falsely elevated calcium on the architect c4000 processing module for one patient. The following data was provided (reference range, calcium 8.5-10.1): sid (B)(6) initial calcium result= 17 mg/dl; repeat result= 9.0 mg/dl there was no impact to patient management reported.

Event description:
The customer reported falsely elevated calcium on the architect c4000 processing module for one patient. The following data was provided (reference range, calcium 8.5-10.1): sid (B)(6) initial calcium result= 17 mg/dl; repeat result= 9.0 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section e1 - phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.